Event description:
Caller reported a power source alert that led to pump shutdown. Blood glucose level was unaffected. Technical support decided to replace the pump, despite it being out of warranty, and instructed the customer on how to put the malfunctioning pump into storage mode before returning it with a pre-paid label. Customer planned to use multiple daily injections as a backup insulin therapy.